Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation versacross rf wire was selected for use. It has been mentioned that rf wire could be energized but the puncture could not be performed. The punctures with energization were attempted three times. There were changes observed on the intracardiac echocardiography (ice) at the timing of electrical stimulation, but the septal puncture could not be performed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.